Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine device check when the device was post-paced t-wave oversensing on the ventricular channel during a ventricular sense test. The oversensing was noted on a stored egm. Programming changes were recommended.